Event description:
The customer reported that this bedside monitor (bsm) was not providing the ECG or spo2 readings until they rebooted the unit. The unit was not in patient use at the time.

Manufacturer narrative:
The customer reported that this bedside monitor (bsm) was not providing the ECG or spo2 readings until they rebooted the unit. After rebooting, the unit displayed a flatline for the ECG and spo2 when testing with a simulator. The issue was discovered during setup. The customer changed the leads and the spo2 probe; however, they still didn't see a rhythm. The unit was not in patient use at the time. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10. Attempt # 1: (B)(6) 2026 emailed the customer via microsoft outlook for the information in the ni list above: no reply was received. Attempt # 2: (B)(6) 2026 I called (B)(6) to ask for model and serial numbers of any devices the reported device was connected or related to. A message was left for (B)(6) to call me back with this information. Attempt # 3: (B)(6) 2026 I called (B)(6) to ask for model and serial numbers of any devices the reported device was connected or related to. A message was left for rose to call me back with this information. The following fields are not available (n/a) to this report: h4 device manufacturer date.

Event description:
The customer reported that this bedside monitor (bsm) was not providing the ECG or spo2 readings until they rebooted the unit. The unit was not in patient use at the time.

Manufacturer narrative:
Details of complaint: the customer reported that this bedside monitor (bsm) was not providing the ECG or spo2 readings until they rebooted the unit. After rebooting, the unit displayed a flatline for the ECG and spo2 when testing with a simulator. The issue was discovered during setup. The customer changed the leads and the spo2 probe; however, they still didn't see a rhythm. The unit was not in patient use at the time. Investigation summary: the device with the reported issue was returned for evaluation. During the evaluation, the reported issue could not be duplicated; therefore, the complaint could not be confirmed. Additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow up, what type? H3 device evaluated by manufacturer? H4 device manufacturer date h11 additional manufacturer narrative.